Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis. The patient's blood glucose level reached 600 mg/dl (33.3 mmol/l) and ketones reached 3.7 mmol/l (66 mg/dl) while wearing the pod for 11 hours. The patient's legal guardian reported that the pod and sensor were not properly connected as they were not placed in the same line of sight. The patient was taken to the hospital and was treated with insulin infusions and discharged after 9 hours.